Event description:
It was reported that the physician's handheld was not functioning as intended as the screen would freeze. It was indicated that this issue has happened previously, but has always resolved with troubleshooting. It is unknown at this time if troubleshooting has been performed. Additional information was received indicating that the frozen screen could not be replicated when a manufacturer's representative was at the site to troubleshoot the issue. At the time, proper troubleshooting techniques were discussed with the physician's office. The product information was also received. During follow up with the physician's office it was noted that the serial cable for the handheld was not functioning as intended. This is reported under manufacturer's report # 1644487-2012-03247.

Event description:
Reporter indicated screen freezing on the "interrogation successful" screen was still occurring with the vns programming computer. Performing a hard reset did resolve the issue. The computer and flashcard were returned for analysis on (B)(6) 2013. An analysis was performed on the returned handheld and the alleged screen freeze was verified. No other anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. Other than the above mentioned observation, the flashcard and software performed according to functional specifications.

Event description:
Information was received on (B)(6) 2013 indicating that a manufacturer's representative was at the physician's office on (B)(6) 2013 to troubleshoot a frozen screen. At that time a hard reset was performed which resolved the issue.

Event description:
It was reported that the physician's handheld was not functioning as intended as the screen would freeze. It was indicated that this issue has happened previously, but has always resolved with troubleshooting. It is unknown at this time if troubleshooting has been performed. Attempts for additional information are in progress.